Event description:
It was reported that metal shavings from the unit were falling into the joint while the unit was being used for tissue debridement. It was further reported that a second unit with the same part number and lot number generated metal shavings as well during the same case. There was no injury to the pt and the case lasted approx 1 hour.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.